Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: investigation summary: DHR review: reviewed lot master for an part 8079958 batch 6230002, 6230004 and 6264222. No similar defect found during the outgoing and in-process inspection for fbn assembly. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Root cause description: the root cause could not be determined as there is no returned sample for fm identification. There is no similar defect in DHR review. The complaint will be re-opened if a sample is received for investigation. Root cause cannot be determined without a returned sample.

Event description:
It was reported that black foreign matter was found on the cannula of a bd flashback blood collection needles 21g x 1" before use. No injury or medical intervention.